Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise and minute ventilation oversensing was evident on the right atrial (ra) lead resulting in atrial tachy response (atr). The patient had an underling rhythm and pace impedance measurements were stable. Boston scientific technical services (ts) discussed turning the mv off. No adverse patient effects were reported. This device remains implanted.